Event description:
Reort 2 of 2 received of a general report of an unspecified number of undocumented incidences of difficulty removing the guidewire from the central venous catheter during placement. The customer reported that over the past 2 years, it has been noted that when the guidewire and catheter are used on "especially big patients" who have a large amount of "fat in the subclavian area", there is difficulty with the guidewire bending and once it is bent, it keeps the bend and there is difficulty with removing the guidewire from the catheter. The bend in the guidewire occurs when the needle is being removed from the pt. There were events where the guidewire was reported to be stuck, the guidewire and catheter were removed as one unit and the pt's access site was lost. There has been no reported pt injury or adverse pt effect. The customer reported that "95% of the time, the catheter placement goes perfectly smooth".